Event description:
It was reported the pt had auto-reduction of amplitude. The sjm rep interrogated the system and found low impedances on all contacts. Images were taken and showed no anomalies. Follow up determined the pt reported auto-reduction less than twelve hours after reprogramming. Further follow-up is unavailable.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.